Manufacturer narrative:
Five (5) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity. 24129431 (x1), unknown (x 9), 24477175 (x 5), 24797178 (x1), 24392252 (x1). Eight (8) investigations were completed during the period. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 17 malfunction events. The events were related to suction loss while laser firing. There were no patient injuries reported associated to the events.